Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4). "Product leakage." After puncturing the patient, an extension tube was connected to it and flushed with physiological saline. At that time, when the user confirmed the reverse blood, he noticed a leak from the connection part. The same event also happened a month ago. There are no used actual products and we will send 24 of the same lot products, so please investigate. The patient has no infection / health hazard to patient: none / sample: available, will be shipped later. / batch: 21n08g8371."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). The complaint is still under investigation. A follow-up report will be provided, as soon as investigation has been completed.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Sample evaluation: received 2 used and contaminated capillary hub of introcan safety 3 pur 22g 0.9x25mm-ap without packaging together with 2 extension tubes. Cannula hub and protective cap were not returned for investigation. Visual inspection: 2pcs samples observed damage at the catheter hub luer. Air tightness test: 2pcs samples were subjected to air tightness leakage test at 300kpa/30s (3bar/30s). Results: 2pcs samples failed the test. Liquid tightness test: 2 pcs were subjected to liquid tightness test 300kpa/30s (3bar/30s). Result: 2pcs samples passed the test. Extension tube set verification: 2 pcs samples which exhibits catheter hub luer damage were tested for liquid tightness test 300kpa/30s (3bar/30s) by using returned extension tube set. Results: 2 pcs tested - 2 pcs failed. Root cause analysis: the possible cause of the dent luer could be due to slightly bent or slanted septum opener pin during the assembly of catheter hub to cannula hub. During simulation, the defect was able to be reproduced. Another possible cause is bigger opening of septum opener pin towards the catheter hub luer and during simulation, the defect was able to be reproduced. Corrections/containment measure: daily checking for valve opener pin condition and record in process card. Started on 2022-05-12. CAPA has been initiated to address this defect. This complaint is confirmed.